Event description:
It was reported that the customer inadvertently performed the load sequence while connected to the site. Subsequently, the customer¿s blood glucose level dropped to 47 mg/dl and the customer went to the emergency room (ER). Customer administered glucagon prior to going to the ER to address blood glucose issue. In the ER, the customer was treated with intravenous fluids of saline and glucose. Technical support conducted a system check and confirmed pump was functioning properly. Reportedly, the customer was released on 06/11/2025 with the issue resolved and no permanent damage.